Event description:
The customer reported that the insulin pump alarmed motor error during the basal process. Troubleshooting was performed. Reviewed the alarm history and found the error alarms. The customer stated that she removed the battery and then reinserted, but the insulin pump had several error alarms and could not get off the priming screen. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm as a result of a motor encoder signal being out of phase. However, the insulin pump was received with operating currents within specification and the battery alarms could not be confirmed. Further testing could not be performed due to the motor error alarm.